Event description:
Report received from the USA stating that the device "would not exceed 45k rpm and was heating up." The device was used during a "craniotomy" procedure. There were no pt or user injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. The device was evaluated and met the mfg specifications. If additional info is received, a supplemental report will be sent.